Event description:
It was reported that the patient was not receiving any stimulation sensation on his left side, which began in (B)(6) 2013 after the patient had a skin lesion removed close to the lead wire. It was noted that the patient felt nothing during the procedure and had not had any falls or trauma. The stimulation was turned off during the procedure. It was stated that a manufacturer representative would try reprogramming the implantable neurostimulator. Additionally, the impedances for electrode combinations containing electrodes 4-8 were >10,000 ohms. Electrodes 0-1 were reported at 1843 ohms, 0-2 were at 1662 ohms, and 0-3 were at 1338 ohms. The patient was reported as having two programs, with one being for each side. The first program was set at electrodes -0 and +2 at 5.0 volts. The second program was set at electrodes -4 or -5 and +7, but was changed due to open circuits. It was noted that two extensions were registered to the patient but only a one port adaptor was used, as was confirmed by x-ray. The patient was only able to use part of the lead. Additional information received reported that the implantable neurostimulator (ins) was reprogrammed and ¿turned up¿ and the patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # j0401918v, implanted: (B)(6) 2004, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 64001, lot # n248007, implanted: (B)(6) 2010, product type adapter. (B)(6).